Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a demonstration of the system, a localizer faulted message appeared. Troubleshooting steps involved using the ndi toolbox, which identified the following: a bump detector battery fault, a bump detected with a recommendation for an accuracy assessment, and storage temperature exceeded. The probable cause was identified as the psu (position sensor unit) cmos (complementary metal oxide semiconductor) battery. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, ubd: unknown, UDI#: unknown, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to localizer faulted a1102: applicable to the localizer faulted error message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.